Event description:
It was reported to medtronic minimed that the customer experienced occluded, pump error 43, no delivery/occlusion alarm. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-1884, mmt-381a. Troubleshooting was performed. No harm requiring medical intervention was reported. No product return is required for mmt-332a. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-381a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed displacement test, self-test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit successfully downloaded to thump. No pump error 43 or insulin flow blocked alarms noted during test. However, confirmed pump alarmed insulin flow blocked alarm nine times between 11/21/2024 02:21:27.000 to 11/22/2024 18:41:35.000 in the history files. Confirmed in the pump history download the pump alarmed pump error 43 on 11/22/2024 13:06:17.000 due to corroded motor home switch. The electronic assemblies and motor assemblies were inspected, and moisture damage noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked belt clip rails, corroded battery tube, corroded motor home switch. The p-cap/reservoir does lock properly. No pump error 43 or insulin flow blocked alarms noted during test. However, the pump history download confirmed the pump alarmed pump error 43 due to corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.